Event description:
It was reported that the patient's blood glucose level reached 283 mg/dl and the site looks swollen. The pod was worn longer than 48 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be damaged. This cannot be confirmed as the cause of the device's failure to deliver insulin, for it could not be determined when this damage occurred. The soft cannula was observed to be damaged. This cannot be confirmed as the cause of the reported swelling, for it could not be determined when this damage occurred. Punctures were observed to the air vent, bottom housing, fluid reservoir, and pcb. These damages can be classified as post use damages. Data could not be downloaded from the device. The pcb was removed from the device and connected to an external power supply, and it still failed to connect to the master pdm. The post-use damage to the pcb prevented data from being downloaded. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.